Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the patient had a secondary intervention. The physician implanted a valiant stent graft resolving the proximal type I endoleak. Regarding the cause of the endoleak, upon CT and angiographic review the initial placement was about 1cm from the left subclavian artery. The physician performed a carotid to left subclavian artery bypass to provide additional landing of the valiant device at index procedure. The proximal portion of the neck was very angulated and difficult to see the left subclavian artery causing the initial placement of the valiant stent to be implanted too low. No additional clinical sequelae were reported and the patient is fine.

Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm. The size of the thoracic aortic aneurysm at implant was reported to be approximately 6 cm. The proximal diameter of the proximal neck was 29.5 x 35.5mm and the distal diameter of the proximal neck was 32.6 x 35.3mm. The right iliac arteries was 9 mm and the left iliac artery was 6 mm it was reported that the patient presented at follow-up, approximately one month post implant, with a possible type I endoleak. It was also possible that it may be a type iii junctional endoleak. An intervention is planned but has yet to be performed. No additional clinical sequelae were reported and the patient is fine. Film review analysis: review of several pre-implant 3d images showed that the thoracic arch was acutely angulated, and the thoracic contained extensive calcification. A cook bifurcate device was seen positioned within the aaa. Images during and post-implant were not provided; the cause of the reported events are unknown.

Manufacturer narrative:
(B)(4). Method: film. (B)(4). Method: film. Results: endoleak. Unknown cause of event. Conclusion: unknown cause of event. Endoleak.